Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system; the alarm occurred during manual prime and insulin squirted from the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the prime anomaly. The customer confirmed that the drive support cap was sticking out. It was also verified that the insulin pump had not been bumped, dropped, or exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test, displacement test, rewind and off no power test. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support. We were unable to verify prime alarms due to motor error alarms. We were unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot on battery tube side, cracked display window, cracked battery tube threads and shifted end cap sticker.